Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal patient contact reported that the cycler had received the scale error warning three times during treatment. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of over 180%. The contact stated that the patient was doing fine during and after treatment. The cycler was replaced. Upon follow up with the patient's nurse it was noted that the overfill was treated with heparin. The patient has since received the new cycler and is completing treatments. The patient's dry weight and date of birth was unavailable.

Manufacturer narrative:
Correction: method codes added, conclusion code correction and addition device evaluation: iipv (increased intraperitoneal volume) drain volume 180% to 200% of fill volume was not confirmed during testing.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. During the treatment, weight and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. After recalibrating the scale the load cell value and verification was not within tolerance. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler.

Event description:
A peritoneal patient contact reported that the cycler had received the scale error warning three times during treatment. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of over 180%. The contact stated that the patient was doing fine during and after treatment. The cycler was replaced. Upon follow up with the patient's nurse it was noted that the overfill was treated with heparin. The patient has since received the new cycler and is completing treatments. The patient's dry weight and date of birth was unavailable.